Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for post lumbar laminectomy syndrome and spinal pain. It was reported patient had a lead that ¿pulled out¿ on one side but it had been that way for quite some time. No further complication and no symptoms were reported. (B)(4).